Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of the incident. The customer reported an insulin flow blocked alarm he resolved with a set change. Insulin flow blocked swapped out the tube. The customer reported alarm did not occur during fill tubing. Customer reported that event was resolved by reservoir change. The troubleshooting was performed for insulin flow blocked alarm. The product will not be returned for analysis.